Manufacturer narrative:
Date rec'd by MFR: 29jul2019. The manufacturer's field service engineer (fse) confirmed the reported nav-ring issue. The fse reported that the touchscreen was functioning. The fse replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The caller reported that during preventative maintenance(pm), the nav-ring was noted as defective. There was no patient involvement.